Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during an implant of a pacemaker, there was difficulty getting the lead in the header. Then post-implant, right ventricular (rv) noise, oversensing, and pacing inhibition were observed. The patient had no underlying rhythm. It was noted the noise was likely from air bubbles. No patient name or device information was provided. No adverse patient effects were reported.